Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during patient treatment with a polyflux 210h set, cracks were found (unspecified location) and an external blood leak occurred. The amount of blood loss was not reported. It was reported the set was replaced to continue treatment and the user was in ¿good condition¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.